Event description:
The rn inserted the IV into the pt's hand and a positive blood return was obtained. When the nurse began to drain the unit, the tubing became disconnected from the winged inserter. There was no exposure to mucous membranes as a result of this incident.

Manufacturer narrative:
The sample is available for eval. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).